Manufacturer narrative:
The reported complaint of unreliable morphology discrimination was confirmed. Based on the review of the provided information, it was determined that the algorithm uses the discrimination channel to determine morphology score. The device is performing as specified.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the diagnostic morphology on the device was incorrect. This resulted in tachycardia episodes not being effectively treated with anti-tachycardia pacing (atp). The device was reprogrammed to resolve the event. The patient was in stable condition.